Event description:
It was reported that (1) device was used during a duodenum procedure. It was reported by the affiliate that the surgeon tightened the tl60 instrument jaws to the gap setting scale and fired. The surgeon went on to finish the procedure and closed the pt. The pt was sent back to the or postoperatively within 12 hours complaining of abdominal pain, and was opened back up. There was a dehiscence at the staple line. Some of the staples were gathered and will be returned for eval. The device was discarded by the hospital.